Event description:
The physician wanted to recanalize an occlusion of sfa. He used a victory wire, which could be advanced very easily. In order to watch result of recanalization, a contrast medium was given. By this a vessel perforation with bleeding was seen. This bleeding was stopped by prolongated pta. Subsequently a stent was implanted, patient outcome ok.

Manufacturer narrative:
No conclusion can be drawn as to what caused the vessel perforation as the guidewire involved in the incident was not returned and analysis was not possible. A batch history review was carried out which demonstrated that the guidewire was manufactured to specification.